Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal lens had a scratch noted by the surgeon once it was implanted. The surgeon cut out the lens without enlarging the incision and then implanted the backup lens. No additional information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: july 28 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on and found the plunger rod fully advanced. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge. No issues were identified with the cartridge, lens module, device assembly, and plunger rod. The lens was received cut into two pieces, coated in viscoelastic residue, and with both haptics detached. The lens was cleaned revealing the lens was chipped at the edge. No further evaluation was performed. The complaint issue was not identified during product evaluation. The observed is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.